Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle was blocked before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer found that the needle was blocked when one syringe was using on (B)(6) 2019."